Manufacturer narrative:
UDI: (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air oscillator device did not function and the power too low. It was further determined that the device failed pretest for check frequency, minimum 12¿000 to 16¿000 oscillations/minute, check for air leak, check safety system and check saw head. It was noted in the service order that the device was not holding the saw tight enough, it was wobbly. This event occurred during surgery. A spare device was used to complete the procedure. It was unknown if there were delays to the procedure. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.